Event description:
MDR report number: 1644487-2008-00980. The pt's generator was replaced for nearing end and battery life. MFR noted during analysis a q10 failure. A generator product analysis was performed. The elective replacement indicator yes status was verified and the device continued to function. An open can measurement of the battery voltage level verified that the elective replacement indicator status was yes and that the battery was partially depleted. The generator failed the post burn electrical test. Analysis identified the q10 component to be the root cause of the post burn-in electrical test failure. The q10 was replaced with a known good bench q10. After the q10 was replaced, the device was tested within specs for the post burn-in electrical test. No visual or mechanical anomaly was identified that could impact device performance. Analysis found that the defective q10 did not impact device performance. The q10 failure would likely have had a minimal impact on the battery longevity.